Event description:
The customer reported that the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was only able to duplicate a vent inop occurrence due to pressure regulation high during testing when using the customers patient circuit and bacteria filter attached. Applicable testing was performed and tests passed to operating specifications. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.